Manufacturer narrative:
(B)(4). A unique device identifier(s) was not known as the lot number(s) were not available (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was presented on the conference ¿ ¿(B)(6). Shoji sakaguchi et al., ¿pitfalls in the treatment of type ii endoleak¿. The presentation included a patient who underwent endovascular procedure to repair an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis on an unknown date. After the procedure, a type ii endoleak and aneurysm enlargement (amount unknown) was confirmed. The patient was monitored. Approximately one year after the initial procedure, a proximal type I endoleak was confirmed. It was decided to perform reintervention. A cuff (details unknown) was additionally implanted proximal to the previously implanted endoprostheses, and embolization with n-butyl-2-cyanoacrylate (nbca) was performed. After the procedure, no endoleak was observed. Approximately two year after the initial procedure, the aneurysm was again enlarged (amount unknown). It was decided to perform open graft replacement to treat the aneurysm enlargement. After the procedure, the patient¿s condition was well. No further information was available.